Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Date of event: date unknown/ not provided. Serial#: unknown/not provided. Catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. Implant date: unknown/ not provided. Explant date: not applicable, lens remains implanted, therefore not explanted. Telephone number: (B)(6). Device manufacture date: unknown as product serial number was not provided. Device evaluation: the intraocular lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records and historical review for the intraocular lens were not reviewed as the serial number was not provided. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a case of post-operative endophthalmitis. No additional information was provided.